Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm during a car seat challenge for a baby when the spo2 was dropping. The g5 bedside monitor was alarming, and they were walking by the room and noticed the alarm, but at the cns there was no alarm. Time of incident: friday, 12/19/25 11:45am-12pm initially it was reported that it happened once but later reported that it happened multiple times within the time frame. Kayla also noted it was a bit difficult to gather information due to the change of information. The alarms were audible on the cns. She did not see any triggers for spo2 dropping at the time it was reported when reviewing the history on the cns. No patient harm was reported. Investigation conclusion: insufficient information / no product returned multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Additional device information: d10 concomitant medical device. Bedside monitor model: cu-152r. Sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) did not alarm during a car seat challenge for a baby when the spo2 was dropping. The g5 bedside monitor was alarming, and they were walking by the room and noticed the alarm, but at the cns there was no alarm. Time of incident: friday, 12/19/25 11:45am-12pm. Initially it was reported that it happened once but later reported that it happened multiple times within the time frame. Kayla also noted it was a bit difficult to gather information due to the change of information. The alarms were audible on the cns. She did not see any triggers for spo2 dropping at the time it was reported when reviewing the history on the cns. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) did not alarm during a car seat challenge for a baby when the spo2 was dropping. The g5 bedside monitor was alarming, and they were walking by the room and noticed the alarm, but at the cns there was no alarm. Time of incident: friday, (B)(6) 2025, 11:45am-12pm. Initially it was reported that it happened once but later reported that it happened multiple times within the time frame. (B)(6) also noted it was a bit difficult to gather information due to the change of information. The alarms were audible on the cns. She did not see any triggers for spo2 dropping at the time it was reported when reviewing the history on the cns. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm during a car seat challenge for a baby when the spo2 was dropping. The g5 bedside monitor was alarming, and they were walking by the room and noticed the alarm, but at the cns there was no alarm. Time of incident: friday, (B)(6) 2025, 11:45am-12pm. Initially it was reported that it happened once but later reported that it happened multiple times within the time frame. (B)(6) also noted it was a bit difficult to gather information due to the change of information. The alarms were audible on the cns. She did not see any triggers for spo2 dropping at the time it was reported when reviewing the history on the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Bedside monitor. Model: cu-152r. Sn: (B)(6).